Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device was in reset mode upon receipt. The device code was reloaded and interrogation results indicated normal functionality. The device reached end of service (eos) level during the analysis. The device was cut open and further evaluation found high current drained by the hybrid. Additional analysis isolated the high current issue to an integrated circuit anomaly which drained the battery prematurely.

Event description:
This report is to advise of an event observed during analysis.